Event description:
It was reported that during a da vinci-assisted adrenalectomy procedure, a system error occurred while the surgeon was grasping the adrenal vein to control bleeding with a fenestrated bipolar forceps (fbf) instrument. The customer removed all the instruments except for the fbf instrument which was grasping the adrenal vein and performed a mid-procedure restart. After the system restart, another error occurred. The system event logs confirmed the error was related to the surgeon side console (ssc) #2. The customer performed a second mid-procedure restart, disconnected ssc #2 and restarted. At this time the system restarted with no errors; however, the led on universal surgical manipulator (usm) #2, housing the fbf instrument was yellow. The customer then used the emergency stop button, and the instrument release kit (irk) to successfully open the instrument's jaws. A new fbf instrument was installed, and no further errors were noted. The cause and severity of the reported bleeding are unknown. The procedure was completed robotically as planned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse was able to reproduce the error and replaced the the left master tool manipulator (mtm) on surgeon side console (ssc) #2 to resolve the issue. The system was then tested and verified as ready for use. The mtm was returned for failure analysis. The reported error was confirmed, verifying that the fault occurred in the field; however, it could not be replicated during in-house testing. A visual inspection revealed no issues related to the reported event. The mtm unit was installed onto a test system and functioned as expected. However, the mtm was then installed onto another test platform where the unit failed at the node check.